Event description:
The user facility reported an employee was feeling ill while a system 1e was in operation. The user facility declined to provide additional event information specifically if the employee sought or received medical treatment.

Manufacturer narrative:
The employee who experienced feeling ill sits at a nurse's station and does not operate the system 1e. The station is located in a hallway perpendicular (approximately 25 feet away) from where the system 1e is located. The facility's system 1e operators did not report an unusual odor or feeling ill.the steris service technician previously observed the user facility storing s40 in an enclosed floor cabinet. He recommended moving the s40 to an area where more air exchange could occur. During routine preventive maintenance the unit was confirmed to be operating properly; no additional issues have been reported.